Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used or recharged her ipg in several months. The ipg is likely inoperable. Subsequently the patient will consult with the physician regarding surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.